Event description:
A pt reported blood glucose results of 296, 50 mg/dl and 53 mg/dl with a lifescan meter, performed within 11-20 minutes of each other. Based on statistical methodlogy, the calculated difference of these glucsoe results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.